Event description:
During follow-up, it was observed that the device had reached its elective replacement indicator (eri) prematurely. The device was explanted and replaced in order to resolve the event. The patient was stable following the procedure and there were no adverse consequences.

Manufacturer narrative:
The pacemaker was analyzed for having reach its elective replacement indicator (eri) prematurely. Review of the battery trend data from the device image revealed that eri had been falsely triggered while the device was implanted, which was consistent with increased pacing requirements. The battery voltage was at eri level only post-explant. The device also entered backup operation and this was likely due to low battery voltage and exposure of the device to low temperatures post implant. Analysis of the device revealed that the battery had reached end of service (eos). The implant duration exceeds the total projected longevity based on field settings and is considered normal battery depletion. Further analysis after replacing the battery and reloading the product code noted no anomalies.